Event description:
As reported by the user facility: event: suspected pt manipulation of pump, this afternoon the nurse commented that it did not seem that the pump was working correctly, the pump was changed out so pump history could be printed out. The syringe had 22ml of fluid in it, when original pump was removed it stated that 0.93mls was infused, this is the volume that was infused since 5am since volumes are cleared at 5a/5p to report pt fluid intake/output. Lock was on syringe during administration. Information from rn at facility. MFR 9610825-2013-00402.